Event description:
It was reported that the patient was experiencing withdrawal. It was noted that a catheter dye study was performed two days prior to report. Four days later, it was reported that during the dye study, they were unable to aspirate to push the contrast through. The patient was scheduled for a catheter replacement on the next day. The pump was set to minimum rate and the patient was given "supplemental medications." Two days later, it was reported that the patient's pump and catheter were replaced. It was noted that the catheter was "looped towards the feet-headed caudal," though it was unclear what this pertained to. The patient's pump was replaced as well, to avoid another surgery for battery depletion. However, it was noted that the pump was functioning at that time. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l36763, implanted: (B)(6) 1995. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).